Event description:
It was reported that following the implantation of a sparc sling the patient experienced moderate de-novo difficulty emptying bladder. The patient "failed trial void as inpatient" and was "discharged with indwelling foley catheter." The patient was seen in follow-up and "failed trial void. Pvr 625 cc." The patient's indwelling catheter was "discontinued" and she was instructed on "cic [clean intermittent catheterization] & voiding diary". The event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event. Related to manufacturer report # 2183959-2015-00236

Event description:
Additional information received indicated that patient "continues to do clean intermittent catheterization (cic), had one day where she voided well." As of (B)(6) 2015, the patient is to continue "cont. Cic x7-10 days, potential for release." There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.